Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h6. Corrected field: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. During the inspection at repair center, it's found noisy image occurred when the device was connected with 260 endoscopes due to faulty printed circuit board, also non reportable printed circuit board failure and complaint not confirmed. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite video system center had a noisy image. The issue was found during reprocessing. There were no reports of patient harm / injury and there was no procedural involvement.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.